Event description:
The customer reported that an 840 ventilator was inoperable. The failure happened when the device was (not) used on a pt. Covidien customer service engineer (cse) verified the reported complaint and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). Ventilator passed self-testing.

Manufacturer narrative:
(B)(4).